Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implanted: (B)(6) 2008, addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.